Manufacturer narrative:
The customer's reported complaint of autopulse displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Visual inspection was performed and noted no damage upon receipt. During functional testing, user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) displayed upon powered on the device, thus confirming the reported complaint. The encoder drive shaft position was not within the normally acceptable range. The archive data review indicated multiple error message (ua) 45 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse with serial number (B)(4).

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. To troubleshoot the issue, the customer replaced the lifeband; however, the (ua) 45 message continued. No patient was involved with this event.